Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the review of medical records for MDR reportability, it was reported that during the implantation of the revision devices, one of the three proximal screws was not adequately seated and the liner did not lock in place. The surgeon was not able to advance nor remove the screw so the prominent portion of the head was trimmed with a metal cutting bar then a new liner locked in appropriately. There was no surgical delay nor breakage reported in the medical records.